Event description:
Device would overheat during charging, not charge well. I had to charge device twice daily everyday. I had about 7 reprogramming during two months I used it. I was able to get some relief for up to a week, then stimulation area would change, I would get a reprogram. This occurred from (B)(6) 2013. In (B)(6) the device began malfunctioning. The stimulation would halt entirely up to 8 times every two hours for 1-4 seconds, then when the stimulation came back on, it would be painfully pin prickling and only on skin surface, not in muscles and tissue that hurt. At the same time this began, I started getting pain in thoracic spine that I had never had before. It would go away if I kept device turned off. This was during (B)(6) 2013. I had it reprogrammed. That evening I received a huge shock in my central gut region. Following this, I began experiencing increasing weakness in all my muscles, nausea, gut pain after eating and upon bowel movements and new pain in my left hip that became debilitating within 11 days. I can't walk well at all, I require extra pain medication, the level is a 9, I must use an electric cart to do my grocery shopping. The left leg also cramps up. The hip weakness, boring bone pain is most excruciating. As well the thoracic spine pain has not let up since (B)(6). I have not yet been to a neurologist about this new pain, as it just began to be a level 9 last night, as well as being weak and causing severe change to my gait. My doctor recommended I let him remove the device. I am concerned about permanent damage in thoracic and left hip, as well as the new level 9 pain in the hip. I will need assistance with daily activities if this continues. I am concerned it will not get better, because I have done no new activities nor have I had any falls or injuries to cause this hip pain except the big shock given to me by device on (B)(6). My doctor's decision is to remove device on (B)(6) /2013. Diagnosis or reason for use: neuropathic pain.